Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
This is retrospective study for bactiseal catheter safety assessment. The patient number is (B)(6). The medical history record was reviewed and it was found that the patient accepted ommaya implant procedure due to intracranial hemorrhage at (B)(6)hospital on (B)(6) 2014. On (B)(6) 2015 CT report indicated patient had ventricle dilation. On (B)(6) 2015 CT report indicated patient had critical hydrocephalus. On (B)(6) 2015 the surgeon did v-p shunt on left and ommaya removal on right. No abnormal occurred during procedure. On (B)(6) 2015 CT report indicated the patient had intracranial pneumatocele. As clinical experience it doesn't need to treat specially. Therefore there is no treatment and intervention. The patient was discharged on (B)(6) 2015. The surgeon's opinion is that it is related with product.